Event description:
The physician tried interrogating the patients generator and received error code 254, lead impedance low and generator disabled. Patients generator was explanted. The explanted product has been received by the manufacturer; however, product analysis has not been completed to date. Investigation into the log files indicated that the patients generator was in a stop state mode and was interrogated with a version (B)(6) software. The software will give error code 254 if the generator is in stop state with no associated reboot. At 2:01pm the ipg rejected an override command. The prior ipg interrogated by the programmer was in day/night mode. For this event to occur, a model 1000 device must be interrogated with an affected model 3000 device, then day-night mode is enabled on that model 1000 generator and the session is ended with out powering off the tablet. Next a second model 1000 device is interrogated using the same model 3000 programmer and has guided mode enabled. Step-up or step-down program operation is attempted which places the generator in stop state. The user will be presented with a programming error and programming will fail and force the user to re-interrogate. If re-interrogation is unsuccessful, the generator will be left in stop-stim (disablement) run state. The device history records of the generator was reviewed. The generator passed final quality and functional specifications prior to release. No other relevant information has been received to date.

Manufacturer narrative:
D10. Corrected data, initial report: inadvertently listed incorrect information.

Event description:
Product analysis was completed on the generator. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.